Event description:
It was reported that during a [breast] biopsy procedure [date unk], inside very scarred tissue, the biopsy mechanism immediately stopped. After that they saw a small metal piece "at post biopsy steriopair". Customer further reported that "it appeared something was wrong with the inner rotating cutter of the handpiece and shredded off some metal of the outer cannula which may be inside the patient's breast." We have been unable to obtain additional information surrounding this event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
The disposable device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Should the device be returned and evaluated, a supplemental report will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).